Manufacturer narrative:
A medtronic representative went to the site to test and service the equipment. The usb cables, input/output (I/o) hub and power supply were replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The usb cable was returned for evaluation. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the usb cable. The power cable was returned for evaluation. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the power cable. The I/o hub was returned for evaluation. The returned I/o hub was found to be fully functional. The hub passed a functional test. There was no problem found with the I/o hub. The power supply was returned for evaluation. When connected to ac, all ports had normal output. There was no problem found with the power supply. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that when opening the emitter details, the electromagnetic localization system box stated ¿not connected.¿ there was no patient involved with this event. While troubleshooting, the medtronic representative stated that the ¿usbview¿ on the system did not show the input/output (I/o) hub connected. Moving usb connections on the computer did not resolve and moving power ports on the universal power supply did not resolve.